Event description:
It was reported that during therapy, it became unable to charge the battery. The treatment was continued with another renasys go pump. There was no patient harm.

Manufacturer narrative:
(B)(4).